Event description:
It was reported that a patient tried to use a device, but if it was turned up the patient stated that it hurt and she wouldn¿t let it be turned up. The setting was practically down to 0. The patient had fallen a few times and the reporter wasn¿t sure if the wires had come loose. They had tried to adjust the setting and change to different programs, and it still didn¿t work. The patient had lost 40 pounds and the implantable neurostimulator (ins) hurt the patient because it was sticking out. She originally weighed (B)(6) around the time if implant and now weighed (B)(6). The patient¿s family doctor said the patient would probably be okay if she had surgery to remove the ins. The reporter wanted to know who to speak to about having the ins removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0erfa, implanted: (B)(6) 2014, product type: lead. (B)(4).